Event description:
The patient had a vad and on anticoagulation. She was found by family altered in bed. The patient was taken to an outside hospital (osh) by ambulance. A head CT at osh showed large ich and hydrocephalus. Labs notable for inr 3. The patient's anticoagulation was reversed, and the patient was transported by bwh by med flight. The patient's goal anticoagulation inr range was 2-2.5. The patient was supratherapeutic.